Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and found that the mobile view station (mvs) line power fuse was blown. The fuse was replaced and the issue was resolved. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a case, when moving the navigation system to storage, the mobile view station (mvs) power light was not lit and not receiving power. There was no patient present when this issue was identified.